Event description:
It was reported that, "scrub tech did a drop test to verify drill bit screw hole placement prior to insertion. Nail was inserted into patient. Antegrade targeting device was then applied to nail adapter. The 3 in 1 sleeve was then inserted into the targeting arm. The 4.2x340 drill bit was then inserted into the 3 in 1 sleeve, and then unable to pass through screw hole. We noticed that the drill bit was hitting the nail below the screw hole. The nail adapter and targeting arm was then rechecked for tightness & correct alignment. The only way to get the drill bit through the hole was to push the 3 in 1 sleeve up. The screw was then inserted and verified on lateral x-ray."

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.